Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only one handle assembly was returned with the device. It was also noted that the trip wire was secured but the slack was not taken up correctly. The suture was attached to the distal trip wire loop and it was intact. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. Since the slack was not taken up correctly as mentioned in the IFU, this condition could have affected the overall performance of the device causing the trip wire slipping through the handle assembly and contribute to an inaccurate deployment of the bands, this could have resulted an improper deployment of the bands. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Event description:
Note: this report pertains to the first of two speedband superview super 7 devices used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the cardia during an internal hemorrhoid ligation procedure performed on (B)(6) 2021. During deployment, the bands twined together and would not deploy off the ligator head. The same problem occurred with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. Additionally, it was noted that the device was going to be expired on june 17, 2021, but the device was used during a procedure on (B)(6) 2021. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the cardia. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Event description:
Note: this report pertains to the first of two speedband superview super 7 devices used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the cardia during an internal hemorrhoid ligation procedure performed on (B)(6) 2021. During deployment, the bands twined together and would not deploy off the ligator head. The same problem occurred with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. Additionally, it was noted that the device was going to be expired on june 17, 2021, but the device was used during a procedure on (B)(6) 2021. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the cardia. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two speedband superview super 7 devices used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the cardia during an internal hemorrhoid ligation procedure performed on (B)(6) 2021. During deployment, the bands twined together and would not deploy off the ligator head. The same problem occurred with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. Additionally, it was noted that the device was going to be expired on june 17, 2021, but the device was used during a procedure on (B)(6) 2021. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the cardia. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.